Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a ds2adv auto CPAP. The patient alleged visualization of particles in her water chamber. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The report is not part of a uno recall complaint. (Device) problem code grid was mentioned incorrectly in the initial report, which has been corrected. In this report section h (device) problem code grid has been corrected/updated.

Manufacturer narrative:
The manufacturer was previously received information regarding a ds2adv auto CPAP. The patient alleged visualization of particles in her water chamber. There was no report of patient harm or injury. Reporter country was not updated in the initial report, which has been corrected in this report. Box e: initial reporter country details corrected/updated.